Event description:
This procedure is (B)(6): following the protege stent procedure, the patient had a significant decrease in blood pressure, with initial difficulty with fluency and articulation. As her bp came up she was able to move all extremities.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) events.